Event description:
During an atrial fibrillation procedure, the patient experienced third degree atrioventricular (av) block while ablating the left atrial septum. The patient was still in second of first degree av block two days later. The patient will receive a permanent pacemaker. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported av block may be procedure related.

Event description:
Additional information was received from the field explaining the patient had pre-existing atrioventricular conduction issues prior to the ablation procedure.